Manufacturer narrative:
Company rep evaluated the sys and was unable to verify the problem. As a preventative maintenance the system's hard drive was replaced.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.